Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor reset during incoming functional testing. The cause for the failure was isolated to a lifted c19 high voltage capacitor from the defibrillation board. The root cause for the separated c19 high voltage capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 107 (multiple abnormal shutdowns).